Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure the physician noted the right ventricular (rv) lead had a small area of what appeared to be cracked external insulation. A lead repair kit was used, silicone gel was applied to lead and silicone sleeve. High thresholds were also noted on the rv lead. After the repair, the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.